Manufacturer narrative:
The returned lead and clik anchor were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as no problem was detected.

Event description:
It was reported that the patient was experiencing a change in pain reduction and coverage. High impedances were observed on the lead. The stimulation would change with the posture or movement of the patient. The device was reprogrammed but full coverage was not captured. The patient underwent a lead revision procedure wherein the lead and clik anchor were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 24326202.

Event description:
It was reported that the patient was experiencing a change in pain reduction and coverage. High impedances were observed on the lead. The stimulation would change with the posture or movement of the patient. The device was reprogrammed but full coverage was not captured. The patient underwent a lead revision procedure wherein the lead and clik anchor were replaced. The patient was doing well post-operatively.